Event description:
It was reported that 166 days after a coronary artery drug eluting stenting procedure, the patient experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.6mm, 100% stenosed portion of the 1st left posterior lateral (1st lpl). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. 166 days after the initial procedure the patient experienced a st and required a tvr to treat focal in-stent restenosis. The physician performed angioplasty on the patient with resolution of the problem. The patient was discharged the next day. In the opinion of the physician the relationship of the st and the tvr to the taxus stent is unknown.

Event description:
Target lesion 1 was 18mm long with no residual stenosis following post-dilatation. 166 days after the initial procedure the pt presented to a non-enrolling hosp with complaints of recurrent substernal chest pain radiating to the left jaw. Ck-mb level was mildly elevated and troponin level was in the upper limit of normal. The pt was treated with aspirin, lovenox, and a nitroglycerin drip, and transferred to the study site for further eval and possible intervention. The pt had stopped taking plavix the previous month when his prescription ran out, and this coincided with the return of anginal symptoms. The pt was diagnosed with a non-st segment elevation myocardial infarction (mi) based on elevated troponin levels, however, ck levels were not drawn and the site does not report an mi. Heparin and integrilin drips were initiated per acs protocol, and the pt was referred for cardiac catheterization. Coronary angiography the next day revealed discrete total occlusion of the proximal segment of the 1st lpl with distal vessel flow from rca collaterals. This represented "restenosis following a prior coronary interventional procedure."